Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer indicated that the patient had a pressure ulcer in the shape of the spo2 sensor probe.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Lot # corrected from k6cnz to 13mgz. Device manufacture date corrected from 01/20/2016 to 11/15/2013.